Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed but a failed transmitter error and signal loss was confirmed. The reported event of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. The reported event of signal loss is also reportable based on the finding of a failed transmitter error .no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a pairing failure was not found within the investigation window. The allegation was not confirmed. However, a failed transmitter error was observed within the investigation window. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.